Manufacturer narrative:
Date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that after having a hysterectomy, their implant had not been working for them. Patient stated they met with a rep who checked things and suggested the patient try programs 2 and 4. Patient states they had not had any improvement. Patient noted program 4 worked a little better (B)(6) of the time, but also no longer worked. Patient reported the ins was on program 2 at 1.2v. Patient noted higher stimulation was painful, so they lowered it to resolve this. Patient was redirected to their healthcare provider to address the above issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the patient's system no longer working for them following the hysterectomy was not determined; the patient had stress incontinence. The actions/interventions taken or planned to resolve the patient's system no longer working for them was pessary. No further patient complications have been reported as a result of this event.